Event description:
A nurse reported the "unable to open port" error with a tablet programmer. The error was resolved with a new serial cable. Her clinic has 3 tablets, so she was unable to provide the serial number of the affected tablet. The suspect usb serial cable has not been returned to date.